Event description:
Pump was returned for service with report that it was turning on and off by itself. There was no report of any pt injury or medical intervention occurring. Info was not available regarding whether or not the device was in use on a pt when the reported situation occurred.